Manufacturer narrative:
H10: additional information: radiographic image result- intra-op images from l5-s1, plif status are of the interbody grafts anterior to annulus at l5-s1. This is an error of surgical technique as the annulus would have to be disrupted in the course of the discectomy, or extreme force applied during graft infusion to achieve the result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device evaluation summary - visual and optical inspection revealed both tabs/ears of the implant has been broken off. There is no damage present on the nose of the implant. It appears the cage has been damaged from overload and impact force. Unable to determine the root cause of damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via field representative regarding a cages used in posterior lumbar interbody fusion. Levels implanted: l5/s. It was a case of multiply operated back (mob). It was reported that event was revision surgery, and during procedure, the 5/s intervertebral disc was dissected, and curettage was performed, the shaver was extended to 9 mm, and the implant was inserted. Perhaps the upper and lower end plates were hard, when a strong hammer impact was applied, the breakage of the cage was noted on the image and it was removed. A new size was inserted in the same way and the breakage was noted again. Reported there was probably that the fragments remained in the patient's body. At the time of removal, the peek part was broken, and one piece of fragments was found and removed. There were about four pieces of fragments remained that were not found. The broken cages were not implanted in the patient body. The broken cages had been removed and new unbroken cages had been implanted. Same new size was inserted after being expanded with a trial, and the placement was completed. It was reported that there was no problem with the placing position in the axial image, but when the front image was checked, the cage on the right side was placed on the outermost side, when they attempted to remove the cage , it fell forward without resistance. The cage was pressed a little before being grabbed. They noticed, the cage deviated to the anterior vertebral body. The cage was unable to be removed, and it was placed as it was. There was delay in procedure for less than 60 minutes. Reported the cage that has migrated in an area that was harmless to blood vessels and nerves, and there was probably no symptom. The operation of plif performed at 5/s, was initial operation. It was reported that other procedure had been performed several times (this was the seventh time). It was said that decompression was performed in the past due to hernia of 5/s. This was the first implantation in this site, and the mdt product used was ev. The products used at t5-s2ai were products of non-medtronic. Patient had leg pain hence, revision surgery was performed. Initial procedure involved thoracic decompression fusion due to opll (os sification of the posterior longitudinal ligament). Fixation range: t5-sai + interbody was only between 5/s. Previously, xlif between l2-5 was performed. Reported cages that had backed out were in the psoas major muscle. Currently, there is no revision surgery planned. There was no health damage in the patient reported at present, and the patient is under follow-up observation.